Manufacturer narrative:
(B)(4); a code request has been submitted.

Event description:
It was reported that at 143,214 joules and 28:09 minutes while using the side-firing surgical fiber during a prostate procedure, the fiber output beam was observed to be shooting straight. The fiber was replaced and the procedure completed using a second surgical fiber. There was "no injury to patient" reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4).: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits signs of slight melting, minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.